Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No the motor processor did not report the pumps stroke as finished in reasonable time error and no generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 194 mg/dl at the time of incident. Customer experienced low blood glucose and high blood glucose. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.